Event description:
It was reported that on (B)(6) 2022, the surgeon was final tightening the pelvic screw on the left side and he could not get the final tightener driver out of the set screw after torquing out the final tightener. He had to forcefully remove the final tightener from the set screw by using a slap hammer built into one of the mallets. The surgery was able to be successfully completed after replacing the driver with a new driver from another sterile set. The problem instrument was immediately removed from the field and was not used again. It is available for return. The procedure was completed successfully with no surgical delay. There were no fragments. There were no patient status/ outcome / consequences reported. Concomitant device reported: unk locking/set screws ( part # unknown, lot # unknown, quantity 1). This report is for one (1) viper2 final tightener handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 final tightener handle, had only signs of impact at the superior surface. The devices were returned disassembled. A dimensional inspection was performed for the viper2 final tightener handle, and met specifications. A functional test was performed, the sleeve of the handle was retracted in order to insert the tightener, devices were assembled and released without any issues. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the viper2 final tightener handle, would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number gb106825 was released in one batches batch1: lot qty of (B)(4) units were released on dec 21,2017 with no discrepancies. Supplier: gauthier biomedical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.